Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint did not indicate a lot-specific quality issue. Based on available information, the reported cracked/broken luer was due to environmental stress cracking (esc) and is not indicative of a product issue. The reported leaking hemostasis valve was due to the reported cracked/broken luer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a leak was observed near the 3-way connection. It was noted that there was a crack. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.